Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned.

Event description:
Patient has knee pain and instability. Doctor says femur appears loose on x-ray. Femoral 25mm extender broken at the threads.

Manufacturer narrative:
An event regarding femoral component and loosening and fractured stem extender involving a tri ts femur sz7 right was reported. The femoral loosening was not confirmed; the fractured stem extender was confirmed. Insufficient medical records were received for review with a clinical consultant. It was reported that the patient experienced knee pain and instability. It was also reported that the femoral component appeared loose and the stem extender fractured. While it was confirmed that the stem extender was fractured, the correlation between the fracture and the reported loosening and instability cannot be determined based on the limited information provided. The exact cause of the event could not be determined because of a lack of information. Further information such as the returned device and revision operative report are needed to complete the investigation for determining the root cause.

Event description:
Patient has knee pain and instability. Doctor says femur appears loose on x-ray. Femoral 25mm extender broken at the threads.